Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reported the personal diabetes manager (pdm) alarmed and alerted the patient to change the pod and sensor. The patient did not activate a new pod for two days and disregarded the alerts. The patient stated she forgot the change the pod and sensor and went into hyperglycemia. The patient's blood glucose levels rose to 33.4 mmol/l (601.2 mg/dl). Symptoms reported include nausea, fatigue and feeling shaky. Emergency services was called and the patient was transported to the hospital. The patient was treated with insulin and ketamine intravenously. The patient was released after two days.